Event description:
Procedure: unknown. Reportedly, the generator was being used with hand activated diathermy and footswitch activated diathermy forceps. The hand operated handpiece was left on the pt's chest while the forceps were being used. According to the facility the hand-operated diathermy was found to have burnt a hole in the pt breast wall. The burnt tissue was excised and the wound was sutured.